Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery the device was implanted in 2014 due to hydrocephalus. According to the report, the patient developed a fever in 2015. Reportedly, the patient went to the hospital and it was determined they had an infection. It was stated that the device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.